Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of over 600 mg/dl. The customer stated that the last infusion set change prior to his admission was (B)(6), 2011. The customer was experiencing unexplained high glucose for the past two days. The customer has treated his high glucose level with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.